Event description:
The customer stated that the insulin pump alarmed motor error during the rewind. The customer then stated that she was hospitalized for low blood glucose levels a couple of times during the past year. No exact dates were given. The customer also stated that the insulin pump may have been exposed to an MRI scan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.